Manufacturer narrative:
(B)(4). Evaluation summary: pending investigation.

Event description:
According to the reporter, during a sleeve gastrectomy. A surgeon used a manual handle and reload. During the firing, after second squeeze the stapler blocked and the surgeon could not finish the firing. At the end the loading didn't open after moving the back knobs. This situation caused tissue damage and an unfinished staple line. The last known status is that the patient is doing okay. No other adverse events were reported. Additional questions were sent for follow up information. Should new information return, a supplemental will be filed.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reload was received in its sealed blister package. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was removed from the blister package and loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released all medtronic quality release specifications at the time of manufacture. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reload was received in its sealed blister package. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was removed from the blister package and loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released all medtronic quality release specifications at the time of manufacture.